Event description:
Provider states the end user during transfer in and out of the chair, is plopping down in the seat and causing the seat to be loose and can no longer tighten.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.